Event description:
Additional information received clarified that there was no patient involvement. Upon further review, there was no confirmation of issue reported about the microscope being loose.

Manufacturer narrative:
Corrected information has been provided in b.2 and h.10. Additional information has been provided in b.5. The initial decision to report was incorrect resulting in the initial report being submitted in error.  This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a slight tilt in the optical head was noted. The communication system was bent at the attachment of the arm. No patient harm was reported. Additional information received clarified that there was no patient involvement.